Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report intermittent audio output on (B)(6) 2015. At the time of contact, the patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was not returned and data was not provided. The reported event of intermittent audio output cannot be confirmed and a root cause could not be determined. Additionally, the receiver is out of warranty. The warranty expired (B)(4) 2014. The dexcom g4 platinum continuous glucose monitoring system user's guide states under the receiver product specifications that the receiver has a limited warranty of 12 months.